Event description:
A customer reported experiencing a cartridge alarm 20. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. To address the issue, the customer administered a correction bolus via the pump. The customer reverted to an alternate pump for insulin therapy.